Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with no button response due to flattened button dome switch (act button). Analysis was unable to verify battery out limit alarm due to unresponsive button. The insulin pump had a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer stated the numbers on their keypad were not ramping or scrolling. Customer's blood glucose was 121 mg/dl. The customer states the keypad is unresponsive. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.